Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain"), uterine leiomyoma ("myoma (thick lardaceous adhesions localized between vaginal fundus on right side and supravesical pelvic wall) / uterus had a slightly increased size (due to myoma)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), alopecia ("hair loss") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and pelvic adhesions ("thick lardaceous adhesions localized between vaginal fundus on right side and pelvic wall"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy was performed for essure removal), surgery (hysterectomy for myoma) and surgery (hysterectomy for abnormal uterine bleeding). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine leiomyoma, uterine haemorrhage, asthenia, alopecia, menorrhagia, metrorrhagia and pelvic adhesions had resolved. The reporter provided no causality assessment for alopecia, asthenia, menorrhagia, metrorrhagia, pelvic adhesions, pelvic pain, uterine haemorrhage and uterine leiomyoma with essure. The reporter commented: total hysterectomy with bilateral salpingectomy was performed for essure removal on patient's request. Complete resolution of events six or more months following removal. Essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy for myoma and for abnormal uterine bleeding. Medical record: surgery by pfannenstiel incision. Peritoneum incision : surgical removal of thick lardaceous adhesions localized between vaginal fundus on right side and supravesical pelvic wall, uterus had a slightly increased size, adnexa had nothing remarkable, there was no signs of inflammation and no macroscopic abnormality in tubes. Specimen was kept for pathological anatomy examination. Diagnostic results: uterine tubes were intact. No macroscopic abnormality. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Uterine haemorrhage .the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 12-sep-2017: device removal questionnaire received. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Diagnostic results: uterine tubes were intact. No macroscopic abnormality. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.